Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found down at home with 2 dead batteries. The patient had a cardiac arrest and passed away. Log file review was requested which revealed low power hazards at 13:38:42. The alarm progressed to no external power at 14:41:12. The pump turned off at 16:57:20 due to depletion of the emergency backup battery (ebb). The pump was later powered back on when fresh batteries were connected, however the time of this even is not known as the system controller clock became corrupt due to the loss of power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm that resulted in a pump stop was confirmed via log file review. Data from the reported event date of 24sep2025 was reviewed. At 14:41, a no external power alarm activated due to both batteries depleting to 0v. The backup battery supported the system for approximately 2 hours until 16:57 when a pump stop occurred due to the backup battery also completely depleting. The pump restarted an unknown amount of time later when the system controller was connected to a charged battery. Because the system controller clock was reset, the length of time the pump was off is unable to be determined. Attempts were made to obtain additional event information, but no response was received. Root cause of the no external power alarm was determined to be due to total battery depletion, but the root cause of the battery depletion was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.